Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist. As reported, the patient underwent successful tavr with a 23mm sapien 3 ultra valve. However, during deployment, the operator noticed that the inflow portion of the s3u valve was not expanding in the traditional fashion. The outflow portion of the valve expanded immediately as the balloon was inflated but the inflow portion was significantly delayed in expanding. The valve was successfully deployed, and the patient was unharmed. Per the deployment video provided, the inflation of the balloon was constrained at distal end, with distal constraint eventually overcome and full inflation achieved. Additionally, the soft tip of the esheath appeared to be missing.

Manufacturer narrative:
Supplemental report submitted to include engineering evaluation completion and added h6 device code(s) found during evaluation. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and system components separated were confirmed empirically based on imagery review. A review of the DHR and lot history was unable to be performed due to unavailability of device lot number. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported , ''during deployment the interventional cardiologist, who also happens to and edwards lifesciences proctor, noticed that the inflow portion of the s3u was not expanding in the traditional fashion. The outflow portion of the valve expanded immediately as the balloon was inflated but for some reason the inflow portion was significantly delayed in expanding.''. Imagery review confirme d constrained balloon inflation, likely due to retention of torn/separated distal tip on the thv inflow. This failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). During a tip tear event, thv could catch onto distal tip, leading to component separation if compounded with high push force and/or patient factors. In this case, no details were provided with respect to patient anatomy while additionally received information clarified that no resistance being experienced during system advancement. Further investigation is ongoing to determine the most likely failure mechanism and root cause. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case.